Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (incorrect manual calculation of dosage ).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history settings issue. Customer support (cs) completed troubleshooting and the basal history matches the active basal program settings. It was determined that the patient manually incorrectly calculated the dosage. The patient then gave themselves a manual injection and their blood glucose (bg) was 53mg/dl with cognitive impairment. The patient self-treated with dinner. This report is being made due to the bg excursion the patient experienced due to an incorrect manual calculation of dosage.

Manufacturer narrative:
Follow-up #1 date of submission 05/13/2016-correction to suspect medical device serial #.